Event description:
It was reported that the surgeon was trying to back out a short nail and implant an long nail and used a mallet. The surgeon hit the bottom of the jig with the mallet and cracked the speedlock sleeve and now we cannot get the targeter to separate from the sleeve.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Add'l devices: 1320-0100, target device gamma3 300x160mm, lot no. Kme901439.